Event description:
It was reported that as the ipp-on implant was inserted into the pt's toe during hammertoe surgery, the surgeon felt the device would not grab the (bone's) cortex. The implant was removed to check all of the rotational spheres (prongs). They were found to be lying flat on the proximal end of the implant and one of the barbs appeared to be missing. The surgeon tried to unflatten the three remaining barbs by using a k-wire, but when reinsertion was re-attempted, the proximal end of the implant still did not grab the bone's cortex. The surgeon could not remove the distal portion of the implant. The implant remained implanted in the pt's toe because the surgeon felt it could not be removed without causing damage to the pt's bone. The surgery was delayed 10 to 15 minutes due to this issue. There was no pr injury reported. A spare device was available bu the surgeon did not want to remove the initial implant in order to use the spare device.

Manufacturer narrative:
The device involved in the reported incident was implanted and is not available for eval. An investigation has been initiated based on the reported information.